Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has a keypad anomaly. Blood glucose value is unknown. The device was not bumped or dropped. Customer was not present at the time. They would call back to troubleshoot. The insulin pump would not be replaced or returned for analysis.